Event description:
The customer reported to olympus that there was no image displayed on the evis exera iii video system center during an upper and lower gastrointestinal endoscopy procedure. Consequently, the procedure was cancelled. The issue reportedly impacted the condition of the patient and affected the diagnostic or therapeutic outcome of the procedure. There were no further details provided. Additional information is being requested regarding this event.

Event description:
This report is being supplemented to provide additional information received from the customer confirming that there was no patient harm or injury as well as correct the initial reporting decision from serious injury and malfunction to just a malfunction as reflected.